Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "no harm to the patient. Unaware of the rate of the infusion. Antibiotic was set up to infuse with "the secondary IV tubing, the primary IV infusion was normal saline and hanging below the antibiotic. When the initiation of the IV antibiotic infusion was started it began infusing but was pulling from the saline bag instead of the IV antibiotic. Review of the IV antibiotic set up was correct secondary IV (antibiotic) was above the saline, unclamped and correctly primed but was not infusing. The IV pump channel was changed out, with the same issue pulling from the main IV solution normal saline, it was noted the secondary line would run intermittently, then the main IV would take over. We concluded it was the tubing issue, as has happened on other occasions."

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "no harm to the patient. Unaware of the rate of the infusion. Antibiotic was set up to infuse with "the secondary IV tubing, the primary IV infusion was normal saline and hanging below the antibiotic. When the initiation of the IV antibiotic infusion was started it began infusing but was pulling from the saline bag instead of the IV antibiotic. Review of the IV antibiotic set up was correct secondary IV (antibiotic) was above the saline, unclamped and correctly primed but was not infusing. The IV pump channel was changed out, with the same issue pulling from the main IV solution normal saline, it was noted the secondary line would run intermittently, then the main IV would take over. We concluded it was the tubing issue, as has happened on other occasions." An incomplete date of event of (B)(6) 2019 was provided.